Manufacturer narrative:
On 10/5/2016 - we were notified that this lead had perforated and was repositioned on (B)(6) 2016. The patient code has been updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
Patient had an rv lead failure alert via home monitoring. Rv lead changed from bipl to unipolar due to lead check. There wasn't enough information on home monitoring to see if the rv pacing impedance was consistently below 100 ohms, but the overall impedance value was low. Suggested to bring the patient in and perform lead testing, and possibly get a chest x ray. Device remains implanted.